Event description:
The customer reported that the insulin pump had an error alarm during prime. The customer attempted several times to prime but the device kept alarming. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pup alarmed an error during the basic occlusion test as a result of a loose drive support disk.